Event description:
At 1:30 - 2:00 am. The customer was delusional & belligerent and talking stupid. Paramedics were called and they tested the customer's blood glucose with their device and received a result of 173mg/dl. The customer was taken to the hosp where they were givein saline solution for their kidneys. At 4:00am a blood glucose test was performed at the hosp and received a result of 48mg/dl. The customer was admitted to the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.